Manufacturer narrative:
Physio-control evaluated the device and observed that the device alarmed "connect cable" when the charge button was pressed and a therapy cable was connected between the device and a patient simulator. The device case was opened by the therapy connector's ribbon cable connector, p23, was observed to be not completely seated in the corresponding connector, j23, on the therapy pcba. The connector was re-seated and then proper device operation was observed through functional performance testing. Cable sense and control lines for the therapy connector are routed through the ribbon cable.

Event description:
Paramedics responded to a person, condition unknown. The device was connected to the patient with disposable defibrillation/ECG electrodes and powered on. According to the reporter, the device continuously alarmed "connect cable" and inhibited use of the device. A backup defibrillator, already at the scene, was called for and used with the same therapy cable and electrodes. The backup defibrillator operated properly and care was continued. The report indicated shocks were delivered and the patient died but that the reported incident did not cause or contribute to the patient's death.